Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filed with an unspecified volume of hydromorphone 2mg/ml when solution leaked at an unspecified location of the injector in the vial. Though requested, no additional information was provided, including if the vial was replaced.